Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fluid ingress issue could not be confirmed through this evaluation. There was a reported backup battery fault alarm issue with the device; however, a correlation between the fluid ingress issue and the reported alarm could not be determined. Additional information communicated that the system controller will not be returning for an evaluation. A root cause of the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller exchange resolved the alarms.

Event description:
It was reported that the patient had a backup battery fault but was not due for a battery change for 22 another months. The battery was changed, but the alarms persisted. Debris was found on the system controller, so the controller was also exchanged. The alarms still did not resolve. The controller was further interrogated, and it appeared a sugary drink had seeped into the controller.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.